Event description:
It is reported that after implanting the glenoid implant by the surgeon, the lip guard of three glenoid holders fractured. The surgeon looked in the wound site, drapes, and the floor, but the piece was not found. The wound site was irrigated and reexamined by the surgeon.

Manufacturer narrative:
Evaluation summary: based on the conversation with the sales representative at the surgery, the surgeon is not removing the helmets from the glenosphere in the manor described in the surgical technique. The surgical technique states once the glenosphere is seated evenly and circumferentially, use your free hand to press firmly on the glenosphere to secure it to the base plate. Keeping a finger on the glenosphere, remove the glenosphere helmet, pulling the instrument away in the same direction used to insert the glenosphere. This event is mostly likely due to the surgeon not following the surgical technique, however, the exact cause cannot be determined with the information provided. As returned, they are fractured at the glenosphere retaining tabs. Device history records for the 2 lots provided indicate components were manufactured and inspected to specification.